Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) met with the patient on (B)(6)2025 to provide reprogramming to provide the patient with better coverage for the pain on their right side.  During that session, impedances were checked and high impedances were identified.  The rep reprogrammed around the contacts with the impedances.  The reported issue was resolved.  The cause of the high impedances was not determined.  If and when additional information is obtained, the rep will provide an update.